Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that when the device is used in saw mode and while cutting the bone the device did not work, causing the handpiece and the saw head to overheat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was frozen/would not move, had component damage, moving parts of the device did not move smoothly, and the device did not function. It was further determined that the device failed pretest for general condition, check for mechanical free movement, and check the oscillation frequency. The assignable root cause of these conditions was determined to be traced to component failure due to wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products: handpiece device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the sagittal saw attachment device, when used in saw mode and cutting bone, did not work, causing the saw head to overheat. It was reported that there was a delay in the procedure due to the event. The length of delay was unknown. It was not reported if there was a spare device available for use. It was reported that there was no fault with the handpiece device. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.